Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support there was a decrease in flow rate; however, there was no problem with the catheter position. The patient was under ecpella management, but there was pulse pressure on the a line. An echocardiogram indicated the left ventricle (lv) was stretched, and was determined not to be assisted by the impella. The impella was removed and a piece of tissue was found in the cannula. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the low pump flow was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.